Event description:
Healthcare provider reported intracapsular rupture of the left device discovered by ultrasound. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And non-penetrating nick striated. Based on the device analysis the final assessment is a striated edge opening on anterior side assessed as surgical damage, and non penetrating nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare provider reported intracapsular rupture of the left device discovered by ultrasound. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported intracapsular rupture of the left device discovered by ultrasound. The device has been removed.